Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to physical stress by dropping and/or knocking the affected part to a hard surface/object and applying a chemical stress during the cleaning/sanitization process. The event can be prevented by following the instructions for use (IFU) which state: safety precautions handling and general precautions note: do not bend the insertion site of the endoscope with strong force. Otherwise, the insertion section may be damaged. ·do not apply shock to the tip of the endoscope, especially the ultrasonic probe and lens surface. Ultrasound and endoscopic images may be abnormal. ·do not hold the transducer when holding the insertion. Damage to the ultrasound probe may result in failure to visualize the normal ultrasound image. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. In addition to the reportable malfunction mentioned in b5, it was observed, due to damage on the ultrasonic cable, displayed ultrasound image was defective with missing elements, due to peeling of the acoustic lens, displayed ultrasound image was defective, the acoustic lens was peeled, due to a pinhole on the biopsy channel (ch-tube), water tightness was lost, due to wear of the angle wire, bending angle in the up direction did not meet the standard value, due to wear of the angle wire, the play of the up/down (u/d) knob was out of the standard value, due to wear of the lock engagement (fe) lever, u/d knob could not be locked securely, the adhesive on the bending section cover (a-rubber) was detached and had a chip/crack, the ultrasonic transducer had corrosion, switch 1, switch 2, and the connecting tube had scratch, the connecting tube had a wrinkle and the acoustic lens had a scratch. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the evis lucera ultrasound gastrovideoscope had a compromised image. Upon inspection of the customer¿s returned device it was observed, the probe was noted to be detached. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.